Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed. Only the stent implant was returned. The device was not returned. The reported separation on the stent implant and material deformation were confirmed although difficulty positioning, deploying and removing was unable to be confirmed due to the damages noted. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing the initial report, the abbott vascular returned (B)(4) lab received only the stent implant with a small portion of the distal stent struts returned separated from the stent implant. Additional clarification received from the site indicated that during deployment attempt, the proximal end of the 7x40mm absolute pro self-expanding stent had become stuck inside of the introducer sheath, resulting in the stent damage (separated struts), deployment failure, and the stent being stretched greater than 10%. The stent was not implanted as previously reported. The partially expanded stent was difficult to remove from the vessel and introducer sheath, but both were ultimately able to be removed as a single unit with no part of the stent remaining in patient anatomy. Another unspecified stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an eccentric lesion in the superficial femoral artery with mild tortuosity and mild calcification. A 7x40mm absolute pro self-expanding stent system (sess) was advanced toward the target lesion. An attempt was made to deploy the stent but the stent did not deploy correctly. During deployment the stent was blocked by the introducer sheath. The stent was deployed but with a bad result. No additional treatment was performed for the stent. The deployed stent caused a hematoma. The patient was under surveillance for the hematoma but no additional medical intervention was performed. There was no clinically significant delay in the procedure. No additional information was provided.